Event description:
In 2009, a doctor reported to sybron implant solutions that a pitt easy implant abutment fractured.

Manufacturer narrative:
A visual evaluation of the fractured abutment involved in this incident was conducted. It was determined that the cause of the fracture was due to strain. The patient was not injured.